Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain in pelvis') in a 44-year-old female patient who had essure (batch no. 857598) inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("back pain") and fibromyalgia ("pain similar to fibromyalgia") with neck pain, tendon pain, ligament pain, arthralgia, myalgia and musculoskeletal stiffness. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced vision blurred ("difficulty with visual focus"), gingivitis ("gingivitis"), fatigue ("chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("difficulty concentrating") and sleep disorder ("problems sleeping") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, back pain, fibromyalgia, vision blurred, gingivitis, weight increased, fatigue, amnesia, disturbance in attention and sleep disorder outcome was unknown. The reporter provided no causality assessment for amnesia, back pain, disturbance in attention, fatigue, fibromyalgia, gingivitis, pelvic pain, sleep disorder, vision blurred and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-apr-2021: quality safety evaluation of ptc a technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain in pelvis') in a (B)(6) female patient who had essure (batch no. 857598) inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("back pain") and fibromyalgia ("pain similar to fibromyalgia") with neck pain, tendon pain, ligament pain, arthralgia, myalgia and musculoskeletal stiffness. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced vision blurred ("difficulty with visual focus"), gingivitis ("gingivitis"), fatigue ("chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("difficulty concentrating") and sleep disorder ("problems sleeping") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, back pain, fibromyalgia, vision blurred, gingivitis, weight increased, fatigue, amnesia, disturbance in attention and sleep disorder outcome was unknown. The reporter provided no causality assessment for amnesia, back pain, disturbance in attention, fatigue, fibromyalgia, gingivitis, pelvic pain, sleep disorder, vision blurred and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.